Manufacturer narrative:
E.1: initial reporter facility name:(B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 investigation summary: bd did not receive any samples or photos for investigation. However, 10 retained samples were subjected to functional tests to assess the device's performance. All samples passed testing, showing no evidence of damage to the device, side-pierced sleeves, poor sleeve recovery, or leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage during to injection/blood/urine collection. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leakage occurred with 6 devices. There was no health impact or consequences reported.